Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument performed as intended up until it broke. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. After the instrument blade broke off and fell inside the patient, the fragment was located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that the procedure was completed robotically.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.386¿ from the base, and the broken piece was not returned with the instrument.